Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received photos from the customer facility for investigation. Based on the visual evaluation of the photos, bd observed leakage between the inner and outer tube of the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Further investigation activities were conducted, and a potential root cause has been identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic citrate tube had blood between the walls of the tubes. No injury or medical intervention.